Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2022. The patient was discharged with no reports of adverse consequences.